Manufacturer narrative:
The customer reported a failure to discharge with this defibrillator using internal paddles. Another defibrillator was used with the same set of internal paddles to deliver energy. There was no patient impact. The device was evaluated by a philips representative, and it passed all testing. The internal paddles were also fully tested and passed all testing. The symptom could not be duplicated. On 06/22/09, the customer stated that since the device was returned, this issue has not recurred. Based on the customer's report, we are considering this as a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported a failure to discharge with this defibrillator using internal paddles. Another defibrillator was used with the same set of internal paddles to deliver energy. There was no pt impact.